Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for a lead revision. The right ventricular lead exhibited high thresholds. Sensing and impedance were stable and within range. The lead was explanted and replaced. The patient was stable and would continue to be monitored.